Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted from the tip by 6mm. It was noted that a stent wire had perforated through the outer sheath at 1mm proximal to the exterior marker band. During analysis, a restriction was met when an attempt was made to retract the distal handle. The shaft was dissected and the inner and stent were withdrawn. The distal stent wires were uncrossed and the inner sheath was folded back on itself at 251mm and 283mm proximal to its distal end. The section of inner sheath between these kinks had a series of other kinks 1mm apart. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited performance of the device.

Event description:
Event determined to be reportable based on analysis: it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent was unable to deploy. The lesion was located in an unspecified biliary duct. The rx wallstent permalume 10mm x 60mm stent delivery system was advanced to the lesion, however, upon attempting to deploy the stent, the stent was unable to deploy. The device was removed, and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine". Device analysis revealed a partial stent deployment, stent wire perforation, and sheath damage.